Event description:
Procedure type: low anterior resection. According to the reporter: after removing the instrument out of the anus the surgeon found that the staples did not form completely. At the left lateral side of rectum, there was a leak and the anastomosis was sutured. No bleeding occurred as a result, but surgery time was extended by forty five minutes.